Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that she had trial done in the past and it was effective but she got an infection after she noticed it was bothering her. It was red and swollen. Patient stated it was possible(B)(6), so it was all removed. It was indicated that sometime after that trial ended, she got a urinary tract infection (uti) but she did not realize it since there were no symptoms until a high fever. She got sepsis and dealt with it for three months. Patient reported she has had utis since and was looking to the trial again to avoid that.